Manufacturer narrative:
Evaluation: still under investigation.

Event description:
Patient presented emergently in 2007 with a contained rupture. Patient had a very large (9cm) aaa and two very large iliac aneurysms. The left iliac aneurysm measuring at 6 to 6.2 cm and the right side measuring 7 cm. There was a very sharp turn on the patients right iliac also. The physician used the grafts that were on hand which were one main body graft and six iliac leg grafts. Then three months later, the patient underwent additional procedure due to one of the iliac leg grafts disconnecting. The physician placed another iliac leg graft and was satisfied that this sealed. Patient went home the next day.